Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that approximately 14mm of the probe unit was missing. The broken piece was not returned. The teflon pad had normal wear but no metal exposure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent probe damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic total hysterectomy procedure the probe broke. A ¿probe damage¿ error was displayed on the generator during the procedure. There was no metal exposure. The intended procedure was completed using another thunderbeat device. In addition, olympus was informed that the event occurred while the doctor was performing colpotomy using the device. The broken probe was still attached to the device and no device fragment fell into the patient. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.